Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris loop ureteral stent revealed that the loop on the bladder end of the device was torn but did not detach. Procedural and possibly or clinical factors may have contributed to the loop tear, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, ''operational context'' contributed to this event.

Event description:
It was reported to boston scientific corporation that during a cicatrization procedure, after the stones were removed and the device was deployed, a tear was noticed on the loop of the polaris loop ureteral stent. Reportedly, the suture was removed from the stent. Although the patient's exact age was not provided, the patient is reportedly over 18 years old. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''good.''

Event description:
It was reported to boston scientific corporation that during a cicatrization procedure, after the stones were removed and the device was deployed, a tear was noticed on the loop of the polaris loop ureteral stent. Reportedly, the suture was removed from the stent. Although the patient's exact age was not provided, the patient is reportedly over 18 years old. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Manufacturer narrative:
(B)(4).